Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.

Event description:
During an atrial fibrillation procedure, an air leak occurred following insertion into the right atrium. Before septal puncture and catheter insertion, when negative pressure was applied from the sideport, air was aspirated. Air was aspirated several times, but the air could not be completely removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.